Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse reported via phone call indicating that the customer was hospitalized on (B)(6) 2016 at10 am with a blood glucose level of 270 mg/dl. The customer was found unconscious at their house. The nurse does not know what caused the customer to be unconscious. The nurse stated that the insulin pump was fried. The customer was unsure if the customer was wearing the insulin pump during their hospital stay. The nurse did not troubleshoot and did not send the product back for analysis.